Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during preparation for an unknown procedure, the hub of a flexor raabe guiding sheath separated from the device. Reportedly, the hub separated as the sheath was flushed with saline. Another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d4 primary UDI number. Summary of event: as reported, prior to patient contact during preparation for an unknown procedure, the hub of a flexor raabe guiding sheath separated from the device. Reportedly, the hub separated as the sheath was flushed with saline. Another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. The sheath flare was pulled from the hub, with no sheath material remaining in the hub. A review of the device history record (DHR) and complaint history found no relevant discrepancies or additional relevant complaints on the lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, cook has determined this to be a singular incident and there are no additional relevant lot related complaints from the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency caused this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.